Event description:
The pt's father reported that the 'up' 'down' and 'ok' buttons. No trauma to the pump or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the 'up' 'down' and 'ok' buttons required multiple presses to respond. The keypad was removed and adhesive was observed under the button contacts.